Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tips seem to stick to tissue and difficult to release. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the tissue was sticking to the jaws, but the surgeon was able to release it after some time. There were no problems removing the instrument through the cannula, no visible damage, and no missing fragments. The issue was resolved by replacing the instrument.